Event description:
The pt reported her blood glucose reached 18.0 mmol/l (324 mg/dl) less than 48 hours after the pod was activated. She went to the hospital and upon arrival the nurse thought that she had food poisoning and her ketones were 5. They treated her with an infusion of naci and novorapid. She stayed in the hospital for a day and a half before being released.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.